Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional was concerned about non-capture by the left ventricular (lv) lead. They had noted a delay between the pace and depolarization. Based on the electrogram under review, a delay may have been expected. Whether or not the lead was capturing was not definitively determined. The lead remains in use. No patient complications have been reported as a result of this event.